Event description:
When 10mm core trocar inserted into 5-12mm valve/reducer, it was noted that the trocar had cut off a piece of rubber inside of the reducer when inserted. Piece of rubber was caught inside end of trocar.